Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the temperature was unstable during the case. Another product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The visual inspection found no notable conditions. Another product was used to complete the procedure. There was no patient injury. The reported condition was confirmed. The investigation found that the temperature indicator malfunction occurred due to a connection defect of the cable. The investigation identified the cause of the reported event to be the cable. The cable was unplugged and plugged back in to address the condition. If information is provided in the future, a supplemental report will be issued.